Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On(B)(6) 2021, a nurse reported that the patient experienced a stoma site infection which was treated with unknown IV antibiotics. On (B)(6) 2021, the patient's tubing was removed permanently.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062941. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.